Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customers blood glucose. The customer reverted to an alternate method of insulin therapy.